Manufacturer narrative:
The reaction monitor for the questionable result showed an unusual reaction kinetics when compared to a typical reaction curve. The customer decided to not have someone from service come out and check the analyzer. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high li lithium result for 1 patient tested on a cobas 8000 c 702 module. The initial lithium result was 2.55 mmol/l. The initial result was reported outside of the laboratory to the physician but the result was questioned. The repeat lithium result was 0.29 mmol/l. The lithium reagent lot was 403555 with an expiration date that was requested but not provided.